Event description:
It was reported that the user experienced a low blood glucose while sleeping, with a dexcom g7 cgm low of 62 mg/dl, after announcing a usual meal size despite reduced intake during illness and while taking a medication for a separate disorder; the event was addressed per protocol with oral carbohydrates (gummy packs), and the situation aligned with an incorrect procedure related to meal announcement and user interface interaction. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect size meal announcement, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.